Event description:
It was reported that the patient was admitted into the hospital due to a fever. The surgical wound site was found to have turned red and was swollen and it is suspected that the patient has an infection. The patient is being treated with antibiotics. The impedance was noted to be ok. The patient then underwent surgery to have the full system removed. Additional information received noting that in early october the patient's caregiver only noticed fluid coming from the neck incision site and then it later progressed to swelling and sepsis. The infection was confirmed after testing and it is noted to be possibly due to external factors, but the cause remains unknown. The intervention taken was noted to be "managed by asms after explanted". Device history records for the generator and lead were both reviewed. The generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The devices passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.